Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they experienced high blood glucose level and customer alleging insulin pump was under delivery. Customer¿s blood glucose level was 200 mg/dl to 400 mg/dl. Customer¿s other blood glucose level was 175 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.